Event description:
It was reported that a cartridge alarm occurred. Customer reverted to using an alternate method of insulin therapy. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On may 10, 2022, the distributor reported the additional information: the pump history was reviewed and the reported cartridge alarm was confirmed. Troubleshooting was performed and pump was found to be functioning as expected.